Event description:
The spike of the transfer was bent when the transfer set was disconnected from the cap and connected to the connector line by cleanflash. Errors 266.86.33 and 188.90.34 occurred. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A sample evaluation was completed. The set was visually inspected and noted that the tip of the spike was bent slightly inward and the body of spike was bent backwards. No other visual defects were noted. The complaint was confirmed in the lab for damaged due to the bent spike. The cause of the incident was an assist device issue. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.